Event description:
A malfunction was reported on a pump by a caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The pump's display did not turn on, and a malfunction code was observed. It was noted that the customer was not in possession of the pump and was expected to follow up to complete troubleshooting.